Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2005 and presented on (B)(6) 2019 with topographical changes that were first noticed in 2011 in the left eye (os). It was stated that the patient had loss of best corrected visual acuity (bcva). The patient noticed decreased visual acuity (va) and glare issues in the os for over 5 years. Patient reported symptoms are interfering with daily activities. Patient was advised to see a corneal specialist for further evaluation and treatment. Bcva from (B)(6) 2005: right eye pre-op 20/20 -1.50 x -1.00 x 92; left eye pre-op 20/20 -2.00 x -1.00 x 86. Bcva from (B)(6) 2019: right eye post-op 20/20 -.50 x -1.50 x 75; left eye post-op 20/20 -.75 x -4.00 x 103.